Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 454 mg/dl. The customer was treated with bolus for the treatment of high blood glucose level. Troubleshooting was performed. Customer stated that insulin flow blocked alarm occurred while delivering bolus. The customer also stated that they changed the reservoir during call and it is his last reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.